Event description:
Patient's family member called lfs on their behalf alleging that their meter had missing segments. No symptoms were reported at the time of concern. Patient did attempt to test, however, pt was unable to clearly identify the reading when displayed. Patient did attempt to re-test, however, the reading displayed was still not clearly visible. Patient did not administer any self-treatment prior to visiting their physician. Patient reported visiting their physician in order to get a meter replacement. The physician referred patient to lfs to obtain a meter replacement. No treatment was received. No blood glucose test was performed at the physician's office. The customer service representative walked patient's family member through checking the meter settings. The segments on bottom half of the display, are missing. There was no evidence that the meter contributed to an adverse event. The meter is being reported due to the malfunction. The customer service representative replaced patient's meter.